Manufacturer narrative:
The patient was brought in for a follow-up appointment. Testing was performed and the noise was able to be reproduced with patient movements. A revision procedure to replace the ra lead is planned. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that inappropriate episodes were stored on this single chamber pacemaker due to noise and oversensing with another manufacturer's right atrial (ra) lead. Device data was sent in for review and it was identified that there were 56 impedance measurements that were not able to be stored due to noise. There were also low intrinsic amplitudes, that were suspected to be related to noise. Boston scientific technical services (ts) recommended performing additional testing to further understand the issue. No adverse patient effects were reported.